Event description:
(B)(6) 2017: patient underwent a right tka for djd. Depuy components placed with the patella resurfaced. Depuy cement x2 was used. No complications were noted. (B)(6) 2018: patient experienced a "loud pop" and pain. Patient underwent a revision for aseptic loosening. The tibial tray was found to be grossly loose and was debonded from the cement mantle. The tibial insert and femoral component was also removed with no allegations. The patella wasn't revised and competitor components and cement were placed in a revision. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: dmf# - (B)(4). E3 initial reporter occupation: paralegal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot device history reviewed 07 oct 19 1 unrelated non-conformance on this lot number final micro and sterility tests passed. 4180 units released expiry date: 31-dec-18.